Event description:
The health care professional suspected that the patient's pump had flipped multiple times. A surgery was scheduled for pocket revision and drainage of seroma. The hcp was unable to interrogate the pump before surgery due to the large amount of fluid. The pocket was opened and "copious amounts of dark brown fluid" was suctioned. A specimen of the fluid was sent for culture and sensitivity. The hcp decided to explant the entire system due to possible pocket infection. Interrogation of the explanted pump revealed "empty reservoir." An empty reservoir alarm had also occurred nine days before explant. The patient's system was replaced four days after explant. There was no patient injury and the patient recovered without sequela. The medication being delivered via the device system was 10.102 mg/day morphine sulfate at a concentration of 50 mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).